Manufacturer narrative:
Unique identifier (UDI) number added to section d. Device evaluation: the pb980 battery was returned for failure investigation. The battery was visually inspected with no anomalies observed. The battery was connected to the bqwizard application, the hardware short circuit flag was noted to be red. The failure was isolated to a hardware short circuit condition within the battery, but a cause was not identified. There is no corrective action required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator displayed battery error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery and the breath delivery (bd) power controller/distribution printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.